Event description:
It was reported that the patient was not able to adjust her stimulation. The patient noticed a 'call your doctor' icon on her patient programmer (pp). The patient observed a power-on-reset (por) condition when she attempted to turn on her stimulation on (B)(6) 2012. The patient's implantable neurostimulator (ins) was turned off because of a cardiac test. Additional information received reported no additional information. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-33, lot#: v718505, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).